Event description:
The device was in nominal mode because the device reached the eri (elective replacement indicator). Reportedly, the device reached the eri before the predicted longevity displayed by the programmer.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
The device was in nominal mode because the device reached the eri (elective replacement indicator). Reportedly, the device reached the eri before the predicted longevity displayed by the programmer.

Event description:
The device was in nominal mode because the device reached the eri (elective replacement indicator). Reportedly, the device reached the eri before the predicted longevity displayed by the programmer.